Event description:
It was reported that a smiths medical pump under infused. "We had a cadd pump state that it infused 616ccbut the bag only contained 517.9cc. Patient came for dc and bag was not empty. Once empty it stated that it had infused 616cc. Pharmacy has confirmed only 517.9cc should have been in the bag." No patient injury.